Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during a bolus attempt and the pump did not detect the reservoir. Customer does not recall any significant events leading to the error. Customer indicated that the drive support cap appears normal. Customer's blood glucose was 143 mg/dl at the time of incident. Troubleshooting was done for prime rewind but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.